Manufacturer narrative:
Profession of reporter unknown.

Event description:
Per complaint (B)(4), a dental implant had a torn screw under the bridge. Periodontitis and pain were also reported. The implant was removed.